Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had the therapy for both bladder and bowel. They said they went to the doctor the previous week because the therapy was not helping to manage their symptoms and they were not feeling stimulation. They reported the issue began about 2 weeks prior to the appointment. They did reprogramming, but as of sunday they were starting to have issues again. They reported they tried to increase stimulation, but felt nothing. They also stated that on saturday they bent over and noticed the implant felt like there were a bunch of torn muscles. They stated it wasn't smooth and round. They stated it reminded them of a cracked egg; round on either side, but there was an indentation in the middle. They also stated it hurt around the implant. They confirmed there were no falls or trauma that led to the this. On the call they continued to increase on program a to 5.0 volts and stated they felt stimulation around the implant, not in the bike seat area. They switched to program b and increased and said they felt stimulation at 4.7 volts around the implant and also tried program c and felt the same sensation at 4.3 volts. The issue was not resolved through troubleshooting. They were redirected to their healthcare provider to further address the issue.